Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed sheath was kinked, and there were twists in the imaging window and drive cable. E1: initial reporter facility name: (B)(6) university.

Event description:
Reportable based on device analysis completed on 26mar2025. It was reported that a catheter issue occurred. The 90% stenosed, 2.75 x 30 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, it was found that the catheter was kinked. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed a twist in the imaging window.

Event description:
Reportable based on device analysis completed on 26mar2025. It was reported that a catheter issue occurred. The 90% stenosed, 2.75 x 30 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, it was found that the catheter was kinked. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed a twist in the imaging window.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed sheath was kinked, and there were twists in the imaging window and drive cable. E1: initial reporter facility name: (B)(6) hospital.